Manufacturer narrative:
Occupation: other non-healthcare professional: value analysis coordinator device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a micropuncture transitionless access set was being used during a PICC line placement. Access was gained at the brachial artery, which was noted to be free of scarring or calcification. As the user was removing the wire through the entry needle to exchange it for a larger diameter wire, the smaller wire began to unravel. After the device was removed from the patient, a new device was used to place a PICC line at a different insertion site. No portion of the device was left in the patient. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a micropuncture transitionless access set was being used during a PICC line placement. Access was gained at the brachial artery, which was noted to be free of scarring or calcification. As the user was removing the wire through the entry needle to exchange it for a larger diameter wire, the smaller wire began to unravel. After the device was removed from the patient, a new device was used to place a PICC line at a different insertion site. No portion of the device was left in the patient. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the instructions for use, manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One mpis-401-nt-sst was returned for investigation in a used condition. The wire guide was unraveled. A document-based investigation evaluation was performed. As no lot information was provided, reviews of the device history record and complaint history could not be completed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt,¿ and, ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ based on the available information, cook has concluded that removal of the wire through the needle contributed to this incident. This is warned against in the product precautions included in the device instructions for use. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.